Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 424mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.